Event description:
It was reported that the patient went to the hospital due to supraventricular tachycardia. Interrogation revealed that the device had a power on reset and has had multiple power on resets in the past. It was also reported that the patient had been undergoing radiation treatment. The device was reset and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: device experienced a critical ram parity error por on: (B)(6) 2011, in location "0d 96," (B)(6) 2011, in location "0c 2d," (B)(6) 2011, in location "0d 6a," (B)(6) 2011, in location "0c 2d." Radiation therapy noted as occurring concomitant with por events. Device should be able to recover from the event and continue normal function.